Event description:
It was reported that, "the surgeon was treating the patient for trochanteric non-union with subsequent total hip replacement. Upon nail removal, it was discovered to have fractured at the screw nail junction."

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report.